Event description:
It was reported that the patient was diagnosed with myelopathy due to severe basilar invagination. Having undergone successful traction in halo brace, the pt underwent an occipital - t2 fusion with bi-lateral occipital plates, rods, and screws. The patient underwent multiple revision surgeries to replace broken hardware. Four days after the last revision, the patient returned to surgery for a transoral odontoidectomy. Approximately a month later, the patient returned to surgery again for removal of the implants. At this time, the patient remains in the hospital requiring artificial ventilation.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. We are unable to determine the definitive cause of the reported event.